Event description:
The lab obtained two serum potassium results of 13.5 and 7.0 mmol/l using a vitros 750xrc system. The lab repeated the analysis of the same sample and obtained potassium values of 4.2 and 3.0 mmol/l respectively. The initial results were not reported to the physician.

Manufacturer narrative:
The info provided to ortho-clinical diagnostics, inc. May not be verified or verifiable, and may be inaccurate or incomplete as reported. This info is provided in compliance with the MDR regulation, and does not constitute an admission that the device has malfunctioned or that a connection exists between the product and a potential death or serious injury. Investigation summary: the investigation has concluded that the cause of this event is related to analyzer maintenance. Elements of the potentiometric system's slide pathway must be cleaned at regulr intervals. This cleaning prevents buildup of salt residue from electrolyte reference fluid. Salt buildup on key components could cause a biased potassium result. Customers were sent a reminder that routine cleaning minimizes salt buildup and helps prevent biased potassium results.